Event description:
The head of the 4.0mm ti matrix polyaxial screw popped off during insertion on (B)(6) 2013. The older style black handle, black shaft screwdriver was being used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the DHR showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.